Event description:
The pt was implanted with a left ventricular assist device. The bio-medical engineer reported a log file, which showed a low speed hazard /pump off vent event. The battery on the white cable was very low or not properly connected. Then when the black cable was disconnected, there was insufficient voltage to run the pump, and the pump stoppage occurred. F/u from the hospital indicated that the pt did not have any other issues and the hospital reminded the pt to stay diligent on cleaning the battery and clip contacts.

Manufacturer narrative:
Upon completion of the investigation, the specific cause of the reported low speed hazards and pump off events were unable to be determined. The device involved in the event was not returned for eval. The events captured in the system controller log file suggest that up until the low speed hazard/pump off event, the equipment was working properly. Just prior to the event, the power source was switched from the pt cable to batteries. The battery on the white cable was very low or not properly connected. The black cable was disconnected, and there was insufficient voltage to run the pump, causing the pump stop. As the suspect components were not returned for eval, the root cause of the event could not conclusively be determined. No further info is available. He MFR is closing its file on this event.